Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl). Reportedly, customer had not eaten and indicated they would eat dinner to treat bg level; therefore, troubleshooting with tandem technical support was not performed.